Event description:
Caller reported a power source alert and did not provide any information about whether it affected blood glucose levels. The caller was using a tandem charging cable and wall adaptor when the alert occurred. To resolve the issue, the user performed a pump reset, and the problem was resolved with a full charge.